Event description:
The following information was reported: balloon loss of pressure, during balloon prep/test, the physician did see the inflation indicator pop up, the balloon lost pressure while the physician was pulling back to locate the artery. A mynx ace was used successfully.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of leak was a micro tear on the balloon, approximately 5mm from the balloon bond. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site.